Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed ¿dosing stopped. Connect cgm or switch therapy¿ because no compatible cgm sensor was connected; the user had removed and replaced multiple infusion sets and was advised that dexcom sensors are required and that freestyle libre 3 is not compatible. Symptoms included no adverse clinical symptoms and no changes in blood glucose. Outcomes included no injury, no medical intervention, and continued therapy interruption until compatible sensors are obtained. Investigation included technical review and troubleshooting with user education. Investigation of this case revealed normal device behavior when operated without a required cgm input and user use of a noncompatible sensor. It was concluded that the event resulted from use error related to absent and noncompatible cgm rather than a device malfunction.